Manufacturer narrative:
Additional information was quested from the dentist. This report will be updated once information is received.

Event description:
It was reported that the implant failed to osseointegrate.